Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was able to confirm the reported issue. The representative then replaced the x-stage cover which resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system could not complete the home procedure. No additional information was provided. There was no patient present when this issue was identified.